Manufacturer narrative:
510k: this report is for an unknown aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes sales consultant (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, an insertion handle for multiloc proximal humeral nail was noted to be broken. An unknown cannula was not aligned with the unknown aiming arm for screw insertion. Surgeon used the compression hole and locking screw opposed to a second multiloc screw as he wanted two screws proximally. It is unknown if there was surgical delay. Procedure outcome and patient status is unknown. Concomitant devices: screw (part unknown, lot unknown, quantity unknown), locking screw (part unknown, lot unknown, quantity 1) this report is for one (1) unknown aiming arm this is report 2 of 3 for (B)(4).